Event description:
Device 1 of 2. Reference MFR report # 1627487-2013-00181. The pt ((B)(6)) is implanted with two percutaneous leads from different lots. It was reported the pt is not experiencing effective stimulation. A diagnostic test revealed high impedance readings for several lead contacts. Surgical intervention was undertaken for further investigation. Intraoperative testing of the pt's leads found that the devices were functioning. Despite the reported impedance issues, the procedure was completed without further system interrogation. Follow-up on this matter found that effective stimulation was recently recaptured for the pt via reprogramming. As such there are no plans for further invasive intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.